Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterine cornua') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5, gravida ((B)(6) 1990, (B)(6) 1991, (B)(6) 1993, (B)(6) 2000, (B)(6) 2002,) and gestational diabetes. Concurrent conditions included hypothyroidism, insomnia, blood pressure high, haemorrhoids thrombosed, cholelithiasis, gallbladder wall thickening, right lower quadrant pain, biliary colic, parotid tumor, itching all over, pneumoperitoneum and chronic cervicitis. Concomitant products included hydroxyzine, nsaids, paracetamol (acetaminophen) and zolpidem. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), depression ("depression/psych injury"), dermatitis atopic ("rashes or skin conditions type: atopic dermatitis (eczema)") and fatigue ("fatigue"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("currently pregnant: 34 weeks/post implant oregnancy") and experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergy (other)/allergic reaction"), bladder disorder ("bladder problem"), dysuria ("urinary problems"), urinary tract infection ("uti") and post procedural complication ("post removal complications"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - one coil removed). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device expulsion, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, bladder disorder, dysuria, vaginal infection, vaginal haemorrhage and urinary tract infection had resolved and the pregnancy with contraceptive device, anxiety, depression, dermatitis atopic, fatigue and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis atopic, device expulsion, dysuria, fatigue, hypersensitivity, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2004. There were four coils on the left. On the right, an identical procedure was performed with two coils noted. Procedure used to remove your essure: total hysterectomy (uterus and cervix removed) - one coil removed. Patient received treatment for pelvic pain, abnormal bleeding, migration, bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: there are apparent essure devices in place within the uterus. Impression: no evidence of an intra-abdominal or pelvic abscess. Previous cholecystectomy. Mild pneumoperitoneum probably related to the recent cholecystectomy. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2004: bilateral occlusion. The fallopian tubes were blocked. Findings suggest non patency of the fallopian tubes following the essure procedure.. Concerning the injuries reported in this case, the following one/ones were reported via medical record: pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: fu 8 and 9 were processed together. Pif received: event outcome were added and reporter information were updated. On 26-may-2020: fu 8 and 9 were processed together. Quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterine cornua') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5, gravida ((B)(6) 1990, (B)(6) 1991, (B)(6) 1993, (B)(6) 2000, (B)(6) 2002,) and gestational diabetes. Concurrent conditions included hypothyroidism, insomnia, blood pressure high, haemorrhoids thrombosed, cholelithiasis, gallbladder wall thickening, right lower quadrant pain, biliary colic, parotid tumor, itching all over, pneumoperitoneum and chronic cervicitis. Concomitant products included hydroxyzine, nsaids, paracetamol (acetaminophen) and zolpidem. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), depression ("depression"), dermatitis atopic ("rashes or skin conditions type: atopic dermatitis (eczema)") and fatigue ("fatigue"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("currently pregnant: 34 weeks") and experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergy (other)"), bladder disorder ("bladder problem"), dysuria ("urinary problems"), urinary tract infection ("uti") and post procedural complication ("post removal complications"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - one coil removed). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device expulsion, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, bladder disorder, dysuria and urinary tract infection had resolved and the pregnancy with contraceptive device, vaginal infection, vaginal haemorrhage, anxiety, depression, dermatitis atopic, fatigue and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis atopic, device expulsion, dysuria, fatigue, hypersensitivity, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2004. There were four coils on the left. On the right, an identical procedure was performed with two coils noted. Procedure used to remove your essure: total hysterectomy (uterus and cervix removed) - one coil removed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: there are apparent essure devices in place within the uterus. Impression: no evidence of an intra-abdominal or pelvic abscess. Previous cholecystectomy. Mild pneumoperitoneum probably related to the recent cholecystectomy. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2004: bilateral occlusion. The fallopian tubes were blocked. Findings suggest non patency of the fallopian tubes following the essure procedure. Concerning the injuries reported in this case, the following one/ones were reported via medical record: pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. Events added- uti. And post procedural complication. Outcome for event migration/migration of essure device location of device updated to recovered. On 6-may-2020: no new information. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterine cornua') and pregnancy with contraceptive device ('currently pregnant: 34 weeks') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5, normal pregnancy ((B)(6) 1990, (B)(6) 1991, (B)(6) 1993, (B)(6) 2000, (B)(6) 2002,) and gestational diabetes. Concurrent conditions included hypothyroidism, insomnia, blood pressure abnormal, haemorrhoids thrombosed, cholelithiasis, gallbladder wall thickening, right lower quadrant pain, biliary colic, parotid tumor, itching all over, pneumoperitoneum and chronic cervicitis. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), depression ("depression"), eczema ("rashes or skin conditions type: atopic dermatitis (eczema)") and fatigue ("fatigue"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergy (other)"), bladder disorder ("bladder problem") and dysuria ("urinary problems"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - one coil removed). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device expulsion, pregnancy with contraceptive device, vaginal infection, vaginal haemorrhage, anxiety, depression, eczema and fatigue outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, hypersensitivity, bladder disorder and dysuria had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device expulsion, dysuria, eczema, fatigue, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2004. There were four coils on the left. On the right, an identical procedure was performed with two coils noted. Procedure used to remove your essure: total hysterectomy (uterus and cervix removed) - one coil removed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: there are apparent essure devices in place within the uterus. Impression: no evidence of an intra-abdominal or pelvic abscess. Previous cholecystectomy. Mild pneumoperitoneum probably related to the recent cholecystectomy. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2004: bilateral occlusion. The fallopian tubes were blocked. Findings suggest non patency of the fallopian tubes following the essure procedure.. Concerning the injuries reported in this case, the following one/ones were reported via medical record: pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs and mr received - new events abnormal bleeding (vaginal, menorrhagia), anxiety and mental anguish, depression, atopic dermatitis (eczema), fatigue, currently pregnant: 34 weeks and device ineffective were added. Event migration updated to migration of essure device location of device: uterine cornua. Event onset date added. Essure insertion date updated. Patient height were added. New reporter and medical history were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy (other)"), bladder disorder ("bladder problem"), dysuria ("urinary problems") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation and vaginal infection outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, hypersensitivity, bladder disorder and dysuria had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, dysuria, hypersensitivity, menorrhagia, pelvic pain and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2004: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Lab data added. Events: pain abdominal, bleeding menorrhagia (heavy menstrual bleeding), allergy (other), migration, bladder/urinary problems vaginal infection were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.